Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, root cause could not be identified although it can be presumed that it was caused by excessive use and the impact of a major mechanical force. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the telescope "oes elite", had a broken lens. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found a broken optical lens and a bent outer tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.